Manufacturer narrative:
The information received indicated that the patient was admitted with a 95% stenosis in the right renal artery. The target lesion had moderate calcification and mild vessel tortuosity. The approach for the procedure was made from the left radial artery. A palmaz genesis was delivered, but the balloon ruptured at 3 atm. Even though the balloon ruptured, the stent was deployed in the target lesion and was not post-dilated. The procedure was completed without any patient injury. There was no anomaly noticed on the device prior to use and no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. There was no difficulty experienced while inserting the device and no information of any difficulty crossing the lesion. The sds was never in an acute bend and did not kink while being used. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0808215 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The palmaz genesis sds is not distributed in the unites states, however, it is similar to the united states' palmaz genesis sds. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0808215 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot r0808215. Cath. Assy amiia subassembly lot 0508080021 was reviewed and (B)(4) units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Balloon aviator subassembly lots 0307080060 and 0307080081 were reviewed and (B)(4) units were rejected during the assembly of these lots. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for these lots. No other incidents were noted that could be potentially related to the complaint reported. Inflation/deflation and burst test results were reviewed and no anomalies were found during manufacturing process of these lots. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the patient was admitted with a 95% stenosis in the right renal artery. The target lesion had moderate calcification and mild vessel tortuosity. The approach for the procedure was made from the left radial artery. A palmaz genesis was delivered, but the balloon ruptured at 3atm. Even though the balloon ruptured, the stent was deployed in the target lesion. The stent was not post-dilated due to the reported event. The device was removed from the patient. Ivus was conducted after the balloon ruptured. No dissection was observed, the procedure was decided to be finished without placing an additional stent. The procedure was completed without any patient injury. There was no adverse event and the patient is in stable condition. There was no anomaly noticed on the device prior to use and no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. There was no difficulty experienced while inserting the device and no information of any difficulty crossing the lesion. The sds was never in an acute bend and did not kink while being used.